Event description:
In 2005 a pt had a 4 vascular plugs implanted into 4 pulmonary fistulas. The physician addressed the large fistula in the posterior segment of the left lower lobe using two vascular plugs, both measuring 8mm in diameter and 7mm in length. Complete occlusion of the fistula was achieved. On the right side, a large descending pulmonary artery to the right lower lobe gave rise to three separate fistulae, which are seen on the scan to be anterior and posterior and the smaller one in the medial position. The anterior fistula was occluded using a single vascular plug measuring 8mm x 7mm and the main trunk supplying the two arterial vessels to the posterior and medial fistulae was occluded using a single 14mm x8mm plug (9-plug-014,lot no. M04b19-21). In each case, the fistulae were completely occluded. The procedure was technically extreme difficult due to the difficlut access to the supplying vessels and the whole procedure lasted approx 5 hours. The pt was under general anaesthetic during the whole extermination. They recovered very slowly from the anaesthetic and was noted approx one hour later to have a right hemplegia involving predominantly the right arm and to a lesser extent, the right leg. They were also extremely drowsy at this stage. The pt was monitored over the following two days and made a moderately good recovery by remained with a weak right arm and aphasia after approx two days. Physician commented the reason of the stroke is not clear, but it is almost certainly embolic from one or possibly more of the fistulae at the time of occlusion. Heparin was not given as loading dose on introduction of the catheter sheaths, but a continuous infusion of heparinised saline was used in both sheath throughout the course of the procedure. It is possible that during the time of implantation and complete occlusion, thrombus developed on the plug and embolised through the fistulae and into the systemic circulation. Once complete occlusion of the supplying artery to the fistula was occluded, further embolisation will not occur. It was noted that their oxygen saturations improved considerably following embolisation procedures. The devices remain implanted.